Event description:
The patient called the customer service center for assistance. Patient had disconnected from cycler to use the restroom and didn't press stop when disconnected. When patient returned to cycler, it was alarming system error 2240. Patient then reconnected and opened catheter and patient line clamp, powered the cycler off then on, pressed go to start. Patient started therapy again with intial drain and continued therapy until cycler alarmed "check supply line" because the solution bags were empty. The patient turned the power off and placed cap on peritoneal catheter. The technical service representative advised the patient of proper procedure and advised patient to contact nurse as soon as possible. The patient stated they were currently taking antibiotics for other reasons and is expecting a call back from the nurse and will explain alarms to nurse. The nurse was contacted to follow up on patient condition. The nurse stated the patient did not obtain peritonitis and no injury was sustained related to the homechoice cycler. The patient reportedly was hospitalized for other reason in 2004 due to cva. The nurse reports the patient's condition is currently stable in rehabilitation.